Event description:
Reference number (B)(4). Event occurred in the united sates. It was reported that the patient experienced adhesive issues on (B)(6) 2026 while infusion set was accidentally pulled out during use due to tubing catching on something or pump falling. The patient was first went to emergency department and was subsequently hospitalized and then shifted to intensive care unit on (B)(6) 2026 due to high blood glucose levels upto 400 mg/dl and positive ketones which are life threatening to the patient. The patient got treated with intravenous fluids of saline and insulin. The patient was in the hospital for more than 25 hours and discharged on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.